Event description:
It was reported that during the implant attempt, that first an unusually high mechanical resistance happened when attempting to fixate the right ventricular (rv) lead by using the pinch-on tool. As the screw was ejected and the lead fixated in the rv the impedance was 2,000-2,500 ohms. It was also noted that there was unstable thresholds. The lead was not used, and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary for (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood in/on the helix mechanism.

Event description:
It was reported that during the implant attempt, the lead exhibited high impedances and unstable thresholds. The lead was not used, and another lead was implanted. No patient complications have been reported as a result of this event.